Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The cylinder was returned for evaluation, analysis results indicate the component performed within specifications.

Event description:
It was reported that the patient had the single cylinder of his spectra penile prosthesis replaced with an inflatable penile prosthesis because the device would not hold the patient's penis straight, causing it to be inadequate for penetration. Originally the patient only had a single spectra cylinder implanted. No additional patient complications were reported in relation to this event.